Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The moment the device was powered up the device started double beeping, which confirmed the reported issue. The downstream sensor will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with no cassette. No adverse effects reported.